Event description:
It was reported by the patient that their device is consistently setting the security alarms off at certain pharmacies. The patient is very concerned that the company that makes the security systems has made a change such as increasing the sensitivity of the system that could negatively affect their device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 lead, implanted: (B)(6) 2013. (B)(4).